Event description:
It was reported that broach handle will not hold the broach.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - it was reported that broach handle will not hold broach. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that summit universal broach handle presents an overall worn condition consistent with normal and repetitive use over a long period of time. Additionally, impaction marks and nicks were observed on areas of the handle that are not intended for impaction. A functional test performed with a mating sample ((B)(4)) revealed that the handle was able to assemble and hold the broach. However, the broach exhibited a play/looseness while it was assemble. The complain condition was partially able to be replicated. The potential cause can be attributed to an unintended use since impaction forces applied over not intended areas could result on affecting mechanism which is not designed to absorb them. Properly handling and attention to the approved use of the device diminishes the risk of failure.. The overall complaint was confirmed as the observed condition of the summit universal broach handle would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (ak0504) provided is not a valid finished goods lot# corrected h3.